Event description:
Complainant alleged that during onsite training by facility staff, the device powered up in the incorrect mode. Additionally, once switching the mode, the device had no display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.